Event description:
It was reported to technical services on (B)(6) 12 that this ra lead is intermittently far field over sensing the ventricular activity. The patient is going to get a holter monitor since it appears that the patient does have some atrial tach too. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).